Event description:
It was reported that a small volume folfusor had not infused. The device was filled with fluorouracil and then connected to the patient. After the infusion should have been completed, the folfusor was observed to still be full. There was no adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was visually inspected and functionally tested. No nonconformances were found. Should additional relevant information become available, a supplemental report will be submitted.